Event description:
It was reported during knee arthroplasty that the articular surface implant could not be seated on the tibial tray. Another articular surface was used to complete the procedure. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). G2 - report source - foreign: event occurred in south korea. The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, d9, g3, g6, h2, h3, h6, h11. The following sections were corrected: h4. Visual evaluation of the returned articular surface identified that the dovetail features were found to be flared with additional damage around the extraction slot as well as medial and lateral sides near the anterior face. Dimensional analysis determined that the product was conforming to print specifications where measured. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.